Event description:
The case was started at 10:23. Edema and increase in peak pressure noted at 1120. Surgeon informed and proceeded to work. Arthroscopy pump ran at 80 and 1.0 for majority of case. Total saline used was 55,750ml. Saline return equaled 42,250ml with a large amount of saline on the floor uncollectable. Saline deficit noted at 14,500ml. Upon drape removal, edema was noted to bilateral breast, around neck, left ear, and back of scalp. Patient was moved to stretcher and placed in sitting position. Patient remained intubated and transported to pacu at 1208. As of day after the case, patient remained intubated in the ICU.